Event description:
Hcp reported pump is always short of expected drug. Diagnostics performed. The device was explanted and returned to the manufacturer for analysis. Follow-up report will be sent when additional information is received.